Event description:
The customer reported that the beckman coulter lh750 hematology instrument misread barcode sample ID(B)(4) as (B)(4) with a no match error flags. Erroneous results were not reported outside the lab since the customer discovered the misread prior to releasing results out of lab. The barcode label read correctly upon rerun. The customer realized the misread occured because of the no match status. There was no death, injury or change to patient treatment as a result of this event. (B)(4). Sample barcode labels passed lh700 series label specifications for print contrast signal and reflectivity of media and reflectivity of ink. The root cause is unknown; however, the check sum is disabled.

Manufacturer narrative:
(B)(4).